Event description:
A report was received that a patient's lead was displaying high impedances on multiple contacts. The patient underwent a lead revision procedure where the physician noted that the lead was broken. The lead was explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The broken cables resulted in the reported complaint of high impedance.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot#: (B)(4), description: infinion 1x16 perc lead kit-50 cm,

Event description:
A report was received that a patient's lead was displaying high impedances on multiple contacts. The patient underwent a lead revision procedure where the physician noted that the lead was broken. The lead was explanted. The patient is reportedly doing well following the procedure.